Event description:
Clinical Narrative:An Impella CP was inserted via the left femoral artery to support the 83 year old male patient who had been admitted with indication of Acute Myocardial Infarction and Cardiogenic Shock. The patient presented in Society for Cardiovascular Angiography and Interventions (SCAI) Stage D Shock per documentation. The patient's medical history was inclusive of coronary artery disease and diabetes.After the 14Fr introducer was removed and the repositioning sheath of the CP was advanced the team observed bleeding and a hematoma at the access site. The team followed best practices of angle matching. Manual pressure was applied. The site was noted to be soft with no further bleeding. The team was monitoring the patient's anticoagulation with a noted Partial Thromboplastin Time (PPT) to higher at 135 seconds. Three units of packed red blood cells were given as the patient was also noted to have a gastrointestinal (GI) bleed.While on the support the device functioned as expected, Performance Level P-7 with 3.3L/min flow with 5% Dextrose in water with sodium bicarbonate in the purge solution. After just under two days of support the pump was weaned and explanted. The patient survived the event.The access site bleed appears to be a result of exchanging the 14 French peel-away sheath for the 13 French repositioning sheath.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.